Event description:
Reportable based on device analysis completed on 08nov2024. It was reported that the catheter was kinked and could not cross the lesion. The target lesion was located in the left anterior descending artery (lad). A 6f long guidezilla ii was selected for coronary intervention. During the procedure, the catheter was kinked and could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the collar and shaft were partially separated.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that there were numerous kinks to both the hypotube and shaft of the device. There were numerous flat shaft segments to the device. The shaft of the device was damaged as the braiding was exposed along the length of the shaft. A microscopic examination of the device found that the collar and shaft were partially separated. The distal end of the shaft including the tip were fully separated and failed to return for further analysis. With the nature of the distal shaft detachment, the 40 cm workable shaft length of the guidezilla was found to be stretched to a length of 41 cm indicating the shaft was stretched.